Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the tubing removed from bag to prime chemotherapy. Tubing was snapped at the safety clamp.

Manufacturer narrative:
The customer reported tubing was snapped at the safety clamp, and returned one used sample of material 2426-0007, lot 25033137. Upon initial visual examination, the set verified the complaint of separation at the lower fitment of pump segment. The set was examined under a microscope, and insufficient solvent was found. The manufacturing plant found the root cause for the separation to be related to solvent dispenser malfunction. The plant modified the cleaning process to bushing using new ultrasonic washing machine under an engineering change control. In addition, the time of bushing change (to clean) decreased to assure a correct dispensing of solvent. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.